Event description:
A clam shell repair was done.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the outer sleeve of the driveline could not be confirmed based on this evaluation due to the lack of returned product or photos of the reported damage. The account reportedly issued the patient a new patient cable and controller. The patient¿s driveline was repaired by an abbott technical services representative on 02mar2019 under work order #117029. The patient has reportedly had no further issues after the patient cable and controller exchange and remains ongoing on heartmate ii lvas. No product is available for investigation. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #20099. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years 6 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was presented to outside emergency department (ed) for lightheadness. The spouse of the patient stated that the patient started to have a low flow alarm, so the spouse proceeded to change the power source. It was stated that there was an alarm and then driveline disconnected, so the controller was changed. A clam shell repair was being set up due to driveline sleeve "raveling". A fluoroscopy was done to make sure nothing was missed. The log file analysis showed that multiple driveline disconnects occurred on (B)(6) 2019. On (B)(6) 2019, there were noted low voltages as the patient was connected to the power module. On (B)(6) 2019, there were odd power cable disconnect sequencing while the patient was connected to battery power. On (B)(6) 2019, there were multiple no external power events, but the controller's internal battery provided power to the pump as designed. There were more driveline disconnects on (B)(6) 2019.